Event description:
Heartmate 3 presents with first time (B)(6) bacteremia, implantable cardioverter-defibrillator (ICD) endocarditis, embolic phenomena, and mycotic aneurysms 6 months into left ventricular assist device (lvad) therapy. ICD will not be removed at this time in pursuit of IV antibiotic therapy. Mycotic aneurysm resulted in two separate areas of intracranial bleed, and required interventional sealing with glue. Anticoagulation and antiplatelet therapies are being held for the time being. Patient currently has no focal deficits as a result of the ich.